Manufacturer narrative:
The battery was disposed of and a replacement battery was sent to the customer.

Event description:
During initial installation of the v60 ventilator, the service technician found the battery being defective, after plugging the battery into the unit. There was no patient involvement.